Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The sample was visually evaluated it was noted that there was a cut on the in the tubing at the location green slide clamp. It should be noted due to the cut in tubing the leak will make it impossible to properly test the sample for the reported defect of air in the line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 1: this report is being submitted as a correction for b. Braun medical internal report number (B)(4). The investigation findings code was submitted incorrectly. The correct investigation findings code is 180 mechanical problem indentified.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the sets have excessive air in line. No injury reported.